Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device did not cut or staple. There was no pt consequence.

Manufacturer narrative:
D6: device returned with no lot identification. H6; damaged firing mechanism. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, n/a; contridge condition, n/a; cartridge return batch number, n/a, and condition of knife, a good. Functional tests & results: condition of firing trigger lockout, abcd good; condition of pinion gear, abcd good; condition of short rack, a good bcd broken; condition of yoke, abcd good, and was instrument cycled, a no bcd no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that instruments b, c, and d were returned non-functional. The instruments were dissembled and were found to have damaged firing mechanisms. No conclusion could be reached as to how this damage occurred. Instrument a was returned in good physical condition. Intstrument a was cycled, fired, cut, and formed the staples within design specification. Some conditions which might result in damage to the firing mechansim are: interrupted firing cylce, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.